Event description:
In 2007, the patient stated that her infusion device began audibly beeping and "77" and "3.00" were flashing in the upper left corner of the display screen. During troubleshooting, she stated that the power pack in her infusion device had been in use for over 2 weeks. She acknowledged awareness of the power pack recall and follow up, but she noted that the power pack had been working in the infusion device without issue, thus she decided not to change it. She removed the power pack in use and verified that it was affected by the recall. She did not have a corrected power pack available with her at the time, but she acknowledged that she had corrected power packs, as well as she associated notification from the company at her home. She committed to replace the power pack with a corrected power pack once she returned home. She was advised to properly dispose of any remaining power packs affected by the recall and use only corrected power packs. During follow up on 08/02/2007, she stated that her infusion device functioned properly following once a corrected power pack was placed in the infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.